Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 13:19:15. During night drain cycle one, the patient's ultrafiltration reading was 463ml, indicating the home patient (hp) drained 463ml more than their maximum programmed fill volume of 700ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. Homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed. If additional relevant information becomes available, a follow up will be submitted.